Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complaint is confirmed as we are able to confirm complaint description (broken screws) based on the received pictures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for two (2) 3.5mm va locking screws.

Manufacturer narrative:
This report is for two unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent revision surgery due to some of the screws were broken and the plate was cracked. Initially, the patient was implanted with variable angle (va) anterolateral distal plate to fix an ankle fractured approximately three years ago. An incident went on to delayed union so was bone grafted with the plates in situ approximately a year ago. This has still not healed completely and some screws have broken so the plate was revised to locking compression plate (lcp) anterolateral distal tibia plate with a bone graft using the reamer/irrigator/aspirator (ria) system from the same femur. The removed hardware showed four (4) 2.7mm va locking screws broke at the neck, two (2) 2.7 mm va locking screws were not broken, a metaphyseal screw was intact, two (2) 3.5mm va locking screws were broken, two (2) 3.5mm va locking screws were intact, a cortex screw was intact and a plate had a crack halfway across it into the first combi hole. The procedure was completed with minimal extra intervention. There was no surgical delay and no adverse event to the patient reported. Concomitant devices reported: unknown 2.7mm variable angle locking screw (part# unknown, lot# unknown, quantity 2), unknown 2.7mm metaphyseal screws (part# unknown, lot# unknown, quantity 1), 3.5mm va locking screws (part# unknown, lot# unknown, quantity 2) unknown 3.5mm cortex screws (part# unknown, lot# unknown, quantity 1) this report is for two (2) screws this is report 3 of 3 for (B)(4).